Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (packing coil) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a packing coil into the target vessel using the lantern, the physician noticed the packing coil had unintentionally detached. It was reported the packing coil had unintentionally detached after advancing the coil into intended vessel and the physician decided to leave the packing coil in place. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.